Event description:
The customer received questionable sodium results, beginning approximately (B)(6) 2011 and lasting for a period of about one week. The analyzer used for testing was a cobas 6000 core unit, serial number (B)(4). The customer was aware of about seven questionable results. He provided discrepant sodium results for one emergency room patient that were reported outside the laboratory. The initial result was 150 mmol/l. This result was reported outside the laboratory. The sample was repeated immediately and generated a result of 137 mmol/l. A corrected report was sent to the emergency room within 5 minutes of the original value being reported. There was no treatment given to the patient based on the original value. The field service representative evaluated the analyzer and determined the rinse unit flow was the cause of the issue. He replaced the rinse unit water valve. The customer ran 10 patients which matched the cobas integra 800 results.